Manufacturer narrative:
The device malfunctioning was due to a transitory/random error; it was not possible to determine the root cause. We are unaware about operator injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.